Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an oxygen supply failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The unit was sent to bench repair for further evaluation and testing.

Manufacturer narrative:
Bench repair of the device was cancelled. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.